Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011, due to alleged increased metal ion levels and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011, due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00959 / 00961). This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay alleged reasons for the revision. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number one states, "material sensitivity reactions". Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This follow-up report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-00959-1 / 00961-1).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2011, due to alleged increased metal ion levels and tissue and bone destruction. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted patient underwent a right hip revision on (B)(6) 2013 not (B)(6) 2011 due to loosening of the acetabular cup and elevated metal ion levels. Revision operative report noted the presence of metal synovial wear debris, milky white fluid, lack of bony ingrowth on the cup. The modular head, taper adapter and acetabular cup were removed and replaced with a competitors cup and biomet head.